Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two of the heartstring iii devices failed to load properly as the seals remained in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the devices were returned to the factory for evaluation. Both heartstring iii devices showed signs of clinical usage and evidence of blood. The delivery devices were received outside of the loading devices. The seals were inside the bodies of the loading devices. The safety locks and white plungers were not depressed on the delivery devices. Based upon the evaluation results, the reported complaints were confirmed. (B)(4).